Event description:
During pdl surgery (l5-s1), a fracture occurred near the posterior inferior corner of the l5 vertebral endplate during trailing. The surgeon reduced the fracture and continued the surgery. During distraction of the prodisc-l prosthesis, the fracture opened, and the surgeon converted to a fusion procedure.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.